Event description:
The customer reported that an "IV piggyback" had leaked at the luer lock connection (presumably where the distal end of the secondary set was connected to the primary set's upper y site). No patient harm was reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a mesna 200mg/57ml secondary infusion leaked at the luer lock connection (presumably where the distal end of the secondary set was connected to the primary set's upper y site). The patient did not received the dose due to the leak and a new IV bag had to be hung. No patient harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report that a secondary infusion leaked at the luer lock connection to the primary set's upper y-site was not confirmed. Visual inspection observed no anomalies. Functional testing was performed; no leaks were observed. A lab primary set was used to attempt a recreation of the customer¿s complaint. The customer did not send in the primary set they were using when they observed the problem. The root cause of the reported secondary infusion leaked at the luer lock connection to the primary set's upper y-site was not identified.